Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple brief hypoglycemic episodes while using the ilet system, including four episodes of approximately 20 minutes and one of 5 minutes, with a lowest reported glucose of 51 mg/dl and a discrepancy between cgm (low) and bgm (higher) that was entered into the ilet; education was provided that cgm and bgm can differ by up to 20 percent, and the user was advised to consult their healthcare provider. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included no medical intervention, no hospitalization, and resolution with monitoring only. Investigation included review of synchronized cgm data and user-reported questionnaire details, along with troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions reported and that the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable.